Event description:
It was reported that the patient presented to the clinic with an apparent lead fracture. All detections were turned off at that time and the patient was fitted with a lifevest. The patient was scheduled for lead extraction/replacement. During laser lead extraction it was suspected that the superior vena cava was torn with the lead extraction catheters and the patient lost pulse/pressure. Cardiothoracic surgeons were emergently called to repair the damage. The patient is reported to be unresponsive and on life support. The lead was damaged while trying to rescue the patient, was lost and will not be returned. The patient's current status has been requested and not received.

Manufacturer narrative:
Additional information received from an attorney reported the patient is deceased. Information reported that a patient alert occurred and there was a ¿fracture¿ of the lead. During explant procedure a ¿hole¿ occurred in the patient¿s heart which resulted in ¿massive internal hemorrhage, cardiac arrest, the need for emergency open heart surgery, and which ultimately resulted in irreversible, profound and fatal brain damage.¿ the patient is reported to have been in a ¿persistent, essentially vegetative state¿ for several weeks and died three months post explant procedure. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).